Event description:
It was reported the patient¿s battery went into overdischarge because the ¿patient did not charge it for over a year.¿ it was noted a physician mode reset (pmr) ¿did not successfully reset the device¿ and that replacement was planned. It was noted that prior to the overdischarge, the patient experienced ¿pain relief and good stimulation coverage.¿ it was additionally reported the patient¿s implantable neurostimulator (ins) was ¿implanted in the lower right buttock and had caused her great pain about a year after implant.¿ it was stated the pain at the pocket site was present whether the ins was on or off. It was further stated the patient¿s pocket site pain included a ¿burning sensation.¿ it was noted the patient ¿could not find anyone to move it for her, so she just let it sit.¿ x-ray results indicated the system appeared to be ¿intact.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.